Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is healing well. The recipient is currently wearing the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an opening at the implant site. The recipient is presenting with blisters. The surgeon believes the recipient medication for arthritis is the cause. The recipient is being treated with antibiotics. The recipient is in the process of healing.